Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited intermittent loss of capture. The device was reprogrammed and remained implanted. No status on patient condition was reported.